Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data,inclu - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up h2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an unspecified sensor issue occurred. The data indicates that the sensor session started at 11:51 pm on (B)(6) 2025. On the date of the alleged event (09/14/2025) the user¿s estimated glucose value (egvs) breached the low threshold initially followed by several breaches of the high threshold. All alerts were triggered appropriately and vibrated since quiet mode was enabled. During the time period in question the user performed a bg calibration, approximately 16 minutes after the warm up period was complete. Results of the calibration indicate that the sensor was biasing low with a 58% error (peg zone b). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On the night of (B)(6) 2025, the patient inserted a new cgm sensor before going to bed. Later that night, the patient¿s grandmother found the patient unresponsive, drooling, and experiencing seizure activity. The patient regained consciousness approximately 15 minutes later. At the time of the event, the cgm was not displaying any glucose values. An error message was reportedly present on the device, but the reporter could not recall the specific message. There was no documentation of a blood glucose (bg) meter reading being taken during the episode. The patient was given orange juice. The reporter noted that, without the cgm connected to the tandem mobi insulin pump, the pump delivered a significant amount of insulin to the patient. After several hours, the patient was taken to the emergency room (ER), where a bg meter reading showed 65 mg/dl. The patient was treated with an unspecified medication, which could not be recalled, and was discharged home later the same day. At the time of the report, the patient was described as ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.